Event description:
The advocate stated the customer received a blood glucose reading of 257 mg/dl from his elite meter and a reading of 130 mg/dl from his contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocated was advised to return the elite test strips for evaluation. The customer's elite meter was upgraded to a contour.